Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was not calculating the appropriate recommended bolus amount. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may lead to an inaccurate bolus delivery amount.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings: the pump powered on normally and successfully performed ezprime steps with no issues occurring. The pump was exercised for 24 hours with no issues occurring. Test boluses were performed and accurately recorded in the pump histories. An ezcarb and an ezbg bolus were manually calculated; the pump¿s bolus calculation feature calculated the same amount as the manual calculations. The pump¿s bolus calculation feature was found to be functioning properly during investigation. The complaint could not be confirmed or duplicated on investigation.